Event description:
A 24 mm diameter x 14mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. It was reported that the physician elected to expand the aneurx stent graft with a reliant stent graft balloon catheter. It was reported that the physician used a mixture of contrast which was diluted with 50% soduim chloride 50% renographin for the inflation of the reliant stent graft balloon catheter. Upon the second inflation, the balloon burst while the reliant stent graft balloon catheter was completely within the aneurx stent graft. The instructions for use state the following; diluted contrast (75% sodium chloride 25% renographin) is recommended for balloon inflation/deflation. The balloon was removed from the patient without incident and another reliant stent graft balloon catheter was used to complete the case. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, results/conclusions: lack of information (aneurysm and vessel morphology are unk) incorrect technique/procedure (contrast dilution (75% sodium chloride 25% renographin) was not followed).